Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the stylet was removed from the 2.5 x 80 mm armada 18 balloon dilatation catheter (bdc), the balloon markers appeared to be displaced. Therefore, the bdc was not used in the procedure and another armada bdc was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on the reported and confirmed marker separation/break. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction: h6 - adverse event problem- health effect - impact code 4656 removed.

Event description:
Subsequent to the initial report being filed, return device analysis found the balloon catheter was returned with blood sporadically on the entire length. There was crystalized contrast in the inflation lumen and in the balloon. Balloon was loosely folded. There was no adverse patient effect reported. No additional information was provided.